Event description:
During review of programming history it was noted that an incomplete diagnostics occurred which change the patient to unintentional settings. There was no final interrogation and the patient left at unintentional setting. The settings were corrected at later date.

Manufacturer narrative:
Analysis of programming history.